Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 563 mg/dl with moderate ketones. Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital. The customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital five days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.